Event description:
(B)(6). It was reported that the implant did not seal. Prior to the procedure, aspirin was administered. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The 27mm watchman flx device was attempted; however, it did not meet release criteria due to position (too proximal) and was retrieved. The patient underwent successful placement of another 27mm watchman flx closure device with a complete laa seal and deployed device diameter of 23.6mm. After the implant, the patient was started on both aspirin and apixaban. On (B)(6) 2020, the subject was discharged. On (B)(6) 2020, 69 days post procedure, the patient presented for the 3-month follow-up. Echocardiogram showed significant change in the laa seal. The jet size was noted to be greater than 5mmwith the size of the largest residual jet around device noted as 6mm.